Event description:
During a remote follow-up, episodes of noise resulting in oversensing due to electromagnetic interference (emi) and inappropriate automatic mode switch (ams) was observed on the device. Emi was alleged to be caused by patient doing renovation work. Technical support was contacted and provided reprogramming recommendations. No intervention was performed. The patient was stable with no consequences and will continue to be monitored.